Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an injury in a female patient who used poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using poligrip. At an unknown time after starting poligrip the patient experienced neurological injuries. At the time of reporting, the outcome of the event was unknown. Follow up information was received on 13 april 2010, via medical records. On (B)(6) 2007, the patient complained of pain and numbness in her feet and legs. According to the patient, in approximately (B)(6) 2007, she complained of having sore feet and being tired. The symptoms have ascended up to her knees. Now she described numbness and burning discomfort from the knees down. She was treated with neurontin and lyrica without relief. Even the bed sheets rubbing across her skin was very painful. The patient was diagnosed with idiopathic progressive polyneuropathy. The patient was continued on lyrica. On (B)(6) 2007, electromyography (emg) and nerve conduction studies (ncs) were negative. On (B)(6) 2007, lyrica was discontinued and tegretol started. On (B)(6) 2007, the patient complained of numbness in her hands as well, worsening symptoms in her legs, and she was finding it harder to walk. On (B)(6) 2007, repeat emg studies and ncs showed no significant interval change. On (B)(6) 2007, a magnetic resonance imaging of the brain revealed a low probability for multiple sclerosis or any other significant inflammatory or infectious process. On (B)(6) 2007, the patient's symptoms continued unabated. She had been tried on escalating doses of neurontin without much benefit. She was then started on elavil without much success. The patient reported having some confusion and hallucinations. She had tripled her elavil dose but it has since been corrected. She was still having some fluctuation confusion, difficulty getting out words, and difficulty walking (but it was better than it was). The patient reported having electric shock sensations down her back when she was flexing or otherwise moving her neck. She stated these go all the way down to her knees and started a couple of weeks ago. On (B)(6) 2007, the patient was noted to have a history of neuropathy and being treated with neurontin. On (B)(6) 2008, the patient reported paresthesias beginning in her toes in (B)(6) 2007 and in a matter of two to three weeks, had progressed to her mid forelegs. A magnetic resonance imaging of her lumbar spine and lumbar puncture were normal. Three sets of emg/ncs revealed preserved surals. A skin biopsy did suggest a mild form of small fiber neuropathy. Current medications included neuropathy. Ambien was started. On (B)(6) 2008, the patient continued to have problems with neuropathy affecting her legs. The patient had a biopsy a year ago (in approximately 2007) that showed small-fiber disease. The patient had zinc levels performed recently that was elevated in both urine and blood. The patient related the elevated zinc levels to denture cream she had been using recently. The patient had decreased sensation below the knees bilaterally to both vibration and temperature. Assessment included zinc toxicity. On (B)(6) 2008, the patient continued to have numbness, tingling, and pain in her legs. She thought the numbness in her hands and arms had regressed and were doing better. Her last zinc blood levels were normal. According to the physician, the likely source of zinc was the denture adhesive. On (B)(6) 2009, her legs felt about the same and she reported poor sleep. On (B)(6) 2009, the patient's pain was under good control with neurontin. On (B)(6) 2009, the patient had discontinued use of the denture adhesive. On (B)(6) 2009, assessment included possible claudication in light of diminution of peripheral pulses. On (B)(6) 2009, lower extremity arterial studies showed no evidence of stenotic disease. On (B)(6) 2009, the patient complained of not having any strength in her legs. The patient was able to walk very little and just "gives out" and felt fatigued. The patient was a nurse by profession but was on disability due to her neuropathy. On (B)(6) 2010. The patient complained of paresthesias, numbness, and no feeling in her feet.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).